Event description:
Breakage of ktp laser fiber. Routine procedure -- ktp laser fiber used through flexible scope through supraglottic airway. A few minutes into procedure, I noticed a piece of the laser fiber at the back of the larynx. I initially tried to retrieve it using forceps through the bronchoscope, however, it was pushed out of view to the edge of the lma. Therefore, I felt it was best to intubate patient and retrieve the foreign body with a rigid laryngoscope. Anesthesia team removed lma and successfully intubated patient. I used ossoff pilling scope and 0 and 30 degree telescopes to find the foreign body in the hypopharynx, then remove it. We then completed the intended removal of papilloma via direct microlaryngoscopy and microdebridement instead of with flexible laryngoscopy/laser. Manufacturer response for laser fiber, laser fiber (per site reporter). Clinicians are in communication with the vendor.